Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "survivorship of a modular acetabular cup system: medium-to long-term follow-up" written by kirk kindsfater, md and jim lesko, phd published by arthroplasty today 4 (2018) 376e382 published online 26 august 2017 was reviewed. The article's purpose was to evaluate the survivorship of the pinnacle acetabular cup system. Data was compiled from 1592 primary thas between (B)(6) 2000 and (B)(6) 2007 with follow ups at 6 weeks, 6 months and then annually with a minimum of 5 years and maximum of 10 years. Depuy products utilized: pinnacle cup, stem, liners (metal or poly), head (metal or ceramic). The article states all components were distributed by depuy. Adverse events: revision for reasons of - dislocation, deep infection, altr, fracture of femur, stem loosening, head failure, cup loosening, hematoma, pain (not related to altr); complications listed in table 6 - device dislocation, device failure, device-device incompatibility, medical device site reaction, pain, infection, skin infection, fall , femur fracture, hip fracture, iliotibial band syndrome, incision site complication, joint dislocation, laceration, muscle strain, pelvic fracture, skeletal injury, soft tissue injury, stress fracture, arthralgia, arthritis, bursitis, groin pain, joint crepitation, muscular weakness, musculoskeletal pain, osteolysis, pain in extremity, soft tissue necrosis, tendonitis, decubitus ulcer, joint dislocation reduction, hematoma. No further information provided regarding specifics, severity or the interventions provided for the adverse events. No mention of debris or bearing wear. The article does not specify root cause or the anatomical location of the osteolysis.